Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging a fading display issue with her onetouch ping enhanced meter. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained during a follow-up call with the patient. The patient claimed that the meter's display had been fading for a "number of months" prior to contacting lfs. The patient manages her diabetes with insulin pump therapy. She reported that she continued with her usual management routine following the start of the alleged issue. She claimed that due to the issue, she administered incorrect insulin doses "a number of times" and believed that this resulted in her blood sugar being "higher than normal". She reported that she also developed a "headache" due to the issue. She denied receiving any treatment for her symptom. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and based on the information provided there had been no misuse of the product. The issue remained unresolved. The patient reported that she had a backup meter. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged fading display issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The meter has been returned and further evaluated by product analysis with the following findings: the meter was found to have a faded display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.